Manufacturer narrative:
The endoplege coronary sinus catheter was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water as indicated in the IFU. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. A device history review was performed and there were no manufacturing non conformances noted with this lot. Instructions for use were reviewed. A CAPA was generated for distal balloon leaks and it is in the implementation phase. Trends will continue to be monitored on a weekly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the endoplege coronary sinus catheter's balloon was leaking out the tip of the catheter. This was found at prep; therefore, no patient injury.

Manufacturer narrative:
Device is currently under investigation into root cause.